Manufacturer narrative:
The customer informed philips on 03 january 2017 that the device was tested and passed all performance verifications and they required no additional assistance.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device displayed that the patient was in ventricular tachycardia when the patient was in an "ordinary rhythm." There was no report of patient harm.